Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic bilateral salpingo hysteroscopy, the device jaws were applied to tissue and could not be re-opened. The surgeon resected the tissue directly adjacent in order to remove the jaws. There was no pt injury.